Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. C59245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2012, appendectomy in 2012, hernia repair, ache, bladder pain, cystitis interstitial, suprapubic pain, ovarian cyst, uterine leiomyoma, endometrial hyperplasia, irregular menstruation, bloating, genital bleeding, ovarian cyst, endometriosis, pregnant and polyp. Patient got pregnant on depo in past. Her symptoms are aggravated by exertion, intercourse and menses. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included benign ovarian tumour, anxiety, trouble falling asleep, perineal pain and ovarian adhesion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain during sex"), 2 years 5 months after insertion of essure. In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and migraine ("migraines/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("right lower abdominal pain radiating to back/cramping"), complication of device insertion ("complications or problems at the time of your essure procedure") and back pain ("right lower abdominal pain radiating to back/cramping"). The patient was treated with surgery (hysterectomy with right salpingo-oophorectomy, lysis of adhesions on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea and abdominal pain lower had not resolved and the complication of device insertion and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in implant date- (B)(6) 2011, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral essure wires are present. Non-patency of bilateral fallopian tubes. Pathology test - on (B)(6) 2018: right ovary and fallopian tube: multiple ovarian follicular cysts. Fallopian tube· no significant abnormalities. Ultrasound pelvis - on (B)(6) 2013: interval resolution of ovarian cysts. Small uterine leiomyoma. Inhomogenous endometrium; on (B)(6) 2018: varices of the adnexa on both sides essure in place, no evidence of ovarian cysts, free fluid or other issue. A cause for pelvic pain could not be elicited. Ultrasound scan vagina - on (B)(6) 2015: abnormal findings include simple cyst of the left ovary with some findings suspicious for polycystic changes of both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: right lower abdominal pain, pelvic pain, dyspareunia, abnormal bleeding, cramping, dysmenorrhea, fatigue, nausea, menorrhagia, abdominal pain lower. Batch no c59245, production date 2014-05-21, expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C59245) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2012, appendectomy in 2012, hernia repair, ache, bladder pain, cystitis interstitial, suprapubic pain, ovarian cyst nos, uterine leiomyoma, endometrial hyperplasia, irregular menstruation, bloating, genital bleeding, ovarian cyst, endometriosis, pregnant and polyp. Patient got pregnant on depo in past. Her symptoms are aggravated by exertion, intercourse and menses. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included benign ovarian tumour, anxiety, trouble falling asleep, perineal pain and ovarian adhesion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / pain during sex"), 2 years 5 months after insertion of essure. In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and migraine ("migraines/headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain lower ("right lower abdominal pain radiating to back/cramping"), complication of device insertion ("complications or problems at the time of your essure procedure") and back pain ("right lower abdominal pain radiating to back/cramping"). The patient was treated with surgery (hysterectomy with right salpingo-oophorectomy, lysis of adhesions on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea and abdominal pain lower had not resolved and the complication of device insertion and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in implant date: (B)(6) 2011, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral essure wires are present. Non-patency of bilateral fallopian tubes. Pathology test - on (B)(6) 2018: right ovary and fallopian tube: multiple ovarian follicular cysts. Fallopian tube· no significant abnormalities. Ultrasound pelvis - on (B)(6) 2013: interval resolution of ovarian cysts. Small uterine leiomyoma. Inhomogenous endometrium; on (B)(6) 2018: varices of the adnexa on both sides essure in place, no evidence of ovarian cysts, free fluid or other issue. A cause for pelvic pain could not be elicited. Ultrasound scan vagina - on (B)(6) 2015: abnormal findings include simple cyst of the left ovary with some findings suspicious for polycystic changes of both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: right lower abdominal pain, pelvic pain, dyspareunia, abnormal bleeding, cramping, dysmenorrhea, fatigue, nausea, menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received: case become incident. Lot number and date of explant were added. Date of implant was updated. Event injury was updated to pelvic pain. Events were added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) / pain during sex, fatigue, migraines/ headaches, nausea, right lower abdominal pain radiating to back/cramping and complication of device insertion. Reporter information lab data and medical history were added. Patient notes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.